Event description:
It was reported that after the procedure on the date of implant, the right ventricular (rv) lead had high threshold output, undersensing, and loss of capture. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).